Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-3670 fibertak biceps implant system drill fused to the guide. This was discovered during procedure on (B)(6) 2022. No additional information provided. Additional information requested. Additional information received 1/24/2022: this was discovered during a proximal biceps tenodesis. Case was completed by opening another kit and using the drill and guide from that kit.